Manufacturer narrative:
H3, h6: the real intelligence tracking camera, part number rob10025, serial unknown and intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is software issues. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a tka lab/demo, the camera uninit error popped up after planning and before burring when asked to verify checkpoints. It was re-booted to continue with a delay of less than 30 minutes. No other complications were reported.